Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular noise episodes were observed. The lead was capped and replaced. Patient condition was good.